Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient got a power on reset (por message) on the ins recharger, but they were not getting the same message on the patient programmer. It was also reported that the patient was a flight attendant and that there may have been emi interference from some of the heavy equipment. No symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient went to check her ins last night and saw the call your doctor screen with a power on reset (por) message. The patient saw the por message on both the ins recharger (insr) and the patient programmer (pp). It was noted that the patient sometimes would not charge for 3-4 days. The patient was to contact a healthcare professional in order to clear the por. No symptoms were reported. No further complications were reported. Follow-up was conducted.